Event description:
It was reported that the pt was working on his car and slipped, which caused his lead to migrate to the left a bit. The pt subsequently felt stimulation in his stomach area and shocking sensations. The next day, the pt was successfully reprogrammed. No further complications were reported.